Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, it was discovered that the lead had dislodged via review of diagnostic imaging. Patient was asymptomatic and no electrical issues were detected. The patient has been scheduled for a lead revision.

Event description:
New information received indicated that low sensing was noted on the right ventricular lead. The lead was explanted and replaced. Patient was stable.